Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high pacing impedance and noise noted on the right ventricular (rv) lead. The patient received two inappropriate shocks due to the noise. Noise was seen when the patient moved their arm. A fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.